Event description:
A customer reported that towards the end of a case, a system message was displayed. The case was completed without any impact to the pt. After the case, the power was recycled three times but the system message remained. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).